Event description:
Additional information received indicated that an invasive procedure was performed in which the right ventricular (rv) lead was surgically abandoned and replaced successfully with a new lead. Further, lead to device connection did not show any anomaly. The device remains in service no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements detected via the patient remote monitoring system. The measurements continued to be high in-clinic and the trend showed an abrupt rise in the shock measurements. Boston scientific technical services (ts) discussed a possible lead issue and the risk of therapy not being delivered, and advised lead replacement. Additional information indicated that no fracture was seen under radiologic imaging and a lead revision has been scheduled. At this time, the system remains in service. No adverse patient effects were reported.